Event description:
Pump declared altitude alarm 21 was reported but did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. After receiving tips from technical support on preventing altitude alarms, the caller acknowledged and understood the information. The customer was able to resume insulin with the original cartridge, resolving the issue.